Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection, no issue was found related to the reported event. The power tray assembly was installed in the golden system; the board voltage was checked and everything operating within range and programmed successfully. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a non-recoverable fault on the system. The customer stated that the error was an 86 error. The tse attempted to review the logs, but found no faults. The customer stated that they previously encountered this fault and cleared it with a power cycle. The customer was moving forward with the case. The customer called back in before the start of the case to report that the non-recoverable fault had returned. The tse verified in the logs that the issue was coming from the tower. The customer had another tower they could use. The tse advised switching towers and calling back if assistance was needed. The field service engineer (fse) was to follow up with the customer. The procedure was aborted to another da vinci system with no reported injury.